Event description:
The initial reporter received questionable altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for one patient tested on a cobas 8000 c 502 module. The initial result was reported outside of the laboratory. The physician questioned the result which prompted a rerun of the sample. The sample was rerun on another c 502. The repeat result was deemed correct. On (B)(6) 2022, at around 4:15 pm, the initial result was 580 u/l. On (B)(6) 2022 at around 9:00 am, the repeat result from the other c 502 was 26 u/l. The reagent lot number is 56772701 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The field service engineer (fse) noted that the gear pump pressure was high, the rinse mechanism was misaligned and that there was an abnormal descent on the reagent probe and the sample probe. He then decreased the gear pump pressure, moved the rinse mechanism and performed light pass adjustments. He also performed adjustments on the reagent and sample probes. He verified the analyzer's performance with multiple precision and hardware checks with acceptable results. The patient's sample was rerun on the analyzer and the result was within range. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.